Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is no longer able to hear with the device. The audio processor (ap) was sent in for repair. A second ap was tried but the user is still not able to hear and sounds.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure seems likely. However, to determine an exact root cause, device investigation on the explanted device would be necessary. No further information has been received yet, despite requested.

Event description:
The user is no longer able to hear with the device. The audio processor (ap) was sent in for repair. A second ap was tried but the user is still not able to hear and sounds.